Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pt received incorrect dose. Per customer, there is no further information available. There was no patient impact.

Manufacturer narrative:
The reported issue that the spm was not reading the volume within a syringe correctly could not be confirmed or reproduced during the investigation. Neither the associated pcu nor its logs were provided for investigation, and the spm event log had no recorded evidence of a syringe volume measurement at 0.32ml or 0.62 ml, as reported. Testing and inspection processes did not find any existing malfunctions . An infusion was recorded to have begun on (B)(6) 2020 at 8:27 pm at a rate of 0.3 ml/h with a vtbi of 0.2933 ml. The syringe recorded was a 20 ml bd model containing 4.2196 ml. Infusions were performed from the noted start time until 9:19am on (B)(6) 2020, when the spm was turned off. New vtbi was entered seven times, including six entries recorded at 0.55 ml, and the last (seventh) entry at 0.25 ml. The accumulated total vtbi recorded was 3.8433 ml. Assuming that all of the vtbi infused, the remaining volume in the bd 20 ml syringe calculated to 0.3763 ml. A new syringe was installed at 9:21 am on (B)(6) 2020, a monoject 20 ml model with volume recorded at 0.7511 ml. This infusion was performed for a duration at approximately 8 minutes with a vtbi of 0.25 ml before the spm was turned off. A root cause could not be identified.

Event description:
It was reported that at the 2 hour check, the volume of lipid infused read 0.32 ml left in the syringe. At a rate of 0.3 ml/hr., the infusion would not last until 1800. While checking, the syringe looked as though it contained more than 0.32 ml. The syringe was removed from the pump and reseated. It then read as having 0.62ml left. The syringe pump was not reading correctly, so it was changed out. There was no patient impact.